Manufacturer narrative:
Based on the current information provided, the cause of the procedure being aborted/converted is unclear although the customer indicate that patient anatomy was a factor. It is unclear if the use of any da vinci products during the surgical procedure may have contributed to the reason to abort/convert the case. Isi received the 30 degree 8mm endoscope (part #470027-64; lot #sf1950140) associated with the reported event for failure analysis evaluation. The endoscope was placed on an in-house system and failed a functional test due to an electrical failure. The endoscope was visually inspected and was found with damage at the distal end. The distal window located at distal tip was visually inspected and found to be cracked. The root cause for cracked distal window is typically attributed to inadvertent collisions with hard surfaces or a drop of the scope or caused by improper cleaning during reprocessing.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, an endoscope caused several errors. The procedure was aborted/converted due to anatomy with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.